Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as the garment rubbing on an incision from a previous procedure and irritating the incision. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised removing the lifevest a few hours a day for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.